Event description:
The manufacturer was contacted about a user experiencing issues with a recert simplygo mini, standard battery device. The complaint centers around the device reportedly not functioning, with an orange bar appearing at the bottom of the screen. Additionally, the unit provided o2, but it was pretty noisy - sounding as if it would fall apart. The complaint states that the patient experienced two heart attacks and had to call 911. Consequently, the patient underwent implantation of two stents and remained hospitalized for six weeks. Based on the pms assessment from the clinical expert and the available information, the device's cause and/or contribution to the reported harms cannot be confirmed or refuted based on the present evidence. Further good faith efforts and information gathering are required to determine the device's cause and/or contribution to the patient's harm incurred. The investigation by the manufacturer is ongoing, and a follow-up report will be provided once completed.